Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/5/2024, it was reported by a sales representative via email that a button went through the lateral cortex. The surgeon opted to use an interference screw and instead used an ar-1370c biocomposite interference screw with disposable sheath; however, the implanted screw was expired. The ar-1370c biocomposite interference screw expired on 4/40/2024, and it was implanted successfully. This was discovered during an mpfl procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to the facility not updating inventory.